Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified volume of lactated ringer's solution, at an unspecified rate, via gravity. It was reported that the tubing set was primed and the option-lok make adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, no flow of solution was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.